Event description:
Baxter (B)(4) received a report that a 8 ml/hr infusor overinfused during patient use. The total fill volume of 80 ml was infused over the course of 5 hours rather than 10 hours. This implies a 16 ml/hr flow rate, which is 200% of the expected flow rate. The device was filled with an 80-ml solution of 1 ml droperidol, 20 ml fentanyl citrate, and 59 ml saline. Infusion flow rate greater than 130% of expected rate has the potential to lead to a serious injury. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no fluid in the reservoir and with a connected pcm. Visual examination of the samples showed no sign of physical abnormality. An accuracy flow test was performed on the infusor for 30 hours and a functional test was also conducted on the pcm. At the end of the flow test period, the infusor produced the following flow rates: calculated flow rate = 8.17 ml/hr, normalized flow rate = 8.37 ml/hr, specification range = 7.20 - 8.80 ml/hr. The pcm produced the following average dispensed volume: average dispensed volume = 1.96 ml. Specification range = 1.80 - 2.20 ml. Both the infusor and the pcm produced functional results within the specification range; the devices performed as expected. The reported condition of an overinfusion was not confirmed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the units. This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.